Manufacturer narrative:
This report is submitted on may 04, 2021.

Event description:
The device was explanted (B)(6) 2021 due pain and other unrelated medical issue. Reimplantation is not planned at the time of this report.

Manufacturer narrative:
This report is submitted on june 24, 2021.